Event description:
On (B)(6) 2010, therakos received a report of a blood pump error during photoactivation. Customer tried a few times to reset, but same alarm occurred. Customer claimed that they observed a large leak of fluid pooled on the lamp bezel under the photoactivation plate. Treatment was aborted and 273 ml of blood was not returned to patient. Patient was fine.

Manufacturer narrative:
A review of the lot file for y750 was performed. This lot met all release requirements. Ocd field engineer arrival at site and replaced the lower bezel due to blood contamination. The lamp assembly and air detector were also replaced. The lower basin under the lamp assembly was cleaned. The instrument was returned to expected operation. The complaint sample was received and analyzed. Investigation showed that the tubing was fully inserted but insufficient solvent has been applied and there was a channel leak path through the bond site. (B)(4).